Event description:
The dr claims that after finishing the proximal anastomosis for an abdominal aortic aneurysm, and before starting the distal anastomosis, the clamp was released and the graft leaked blood (quantity unk, not attainable and reported as insignificant) from a 1mm hole in the bifurcation area. The hole was repaired with a 5-0 prolene suture. The graft became blood-tight. The procedure was continued successfully. The pt's condition is fine.